Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Implant date: unknown date in (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery to exchange the left tibial intramedullary (im) nail due to nonunion on (B)(6) 2017. One (1) 10x3x60 tibial nail, one (1) end cap and four (4) screws were originally implanted in (B)(6) 2016 (exact date unknown). All hardware was removed completely and easily with no delay. The patient was revised with a new unknown 12x375 tibial nail which was locked at both ends. The procedure was finished satisfactorily with no complications. This report is 2 of 3 for (B)(4).